Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle ceramic liner detailed below fractured during impaction at (B)(6) on monday (B)(6) 2019. The surgeon has requested a report on the findings. The liner was a 54mm x 36mm ref 121881754. Lot 8974318. The fractured liner was removed and replaced with another liner. The removal process added approx 30 mins to the overall procedure.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device confirmed the failure mode. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.